Manufacturer narrative:
If the product is returned, analysis will be performed and this report will be updated at that time.

Event description:
It was reported that this insertable cardiac monitor was explanted due to infection. Evidence suggests that the device was not replaced. Technical services (ts) referred the patient to the clinic to discuss device readings that had been sent to latitude clarity. No additional adverse patient effects were reported. At this time, there is no indication of product return.